Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced high and low blood glucose. The customer's blood glucose was 38 mg/dl at the time of the incident. The customer's blood glucose was 61 mg/dl at the time of call. The customer stated that her blood glucose went high as 409 mg/dl. The customer stated that she treated the low blood glucose with food. The customer stated that she treated the low blood glucose with the insulin pump. The customer declined to troubleshoot for air bubbles, leaks, insulin issues and site issues and settings. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer performed displacement test and the insulin pump passed. The insulin pump will not be returned for analysis.